Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their teeth are not straight and that they had a tooth chip that was repaired with a small filling. They reported that their dentist stated that the patient is not a good candidate for the byte aligners. The patient's bite is too bad. Patient requested to stop treatment. Provided hh tips for u/l4. Requested updated photo after hh tips. Requested further information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.